Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. In addition, our technician confirmed that the insertion flexible tube buckled, the air tube clogged, the bending rubber worn out, the distal body worn out, the bending rubber gluing discolored, the suction channel kink, the u/d and the r/l knobs white marking faded/missing, the angulation down angulation failure, the angulation left angulation failure, the angulation right angulation failure, and the angulation up angulation failure; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (fluid damage).